Manufacturer narrative:
(B)(4). A boston scientific technical services consultant stated the device should be replaced as soon as possible. The device remains implanted and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a warning had been generated for this system stating that remote monitoring was disabled due to limited battery capacity due to an explant indicator being reached. Additionally, a fault code (fc) 1007 was noted due to the capacitor charge time limit being exceeded. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. No adverse patient effects were reported.